Event description:
A customer reported a cartridge alarm 30 issue, which resulted in a blood glucose level of 400 mg/dl. To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi) and required no assistance from a third party. Tandem technical support (cts) confirmed the occurrence of cartridge alarms with consecutive cartridges and arranged for a pump replacement. The customer received instructions for putting the pump into storage mode, confirmed the shipping address, and acknowledged the steps to take upon receiving the replacement pump.